Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient had his artificial urinary sphincter (aus) previously removed due to erosion of the 4.0 cm cuff. A new 4.5 cm cuff aus system was further implanted. No further complications were reported in relation to this event.